Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the follow up visit, there was evidence of oversensing, noise and increased impedance with pocket manipulation on both the right atrial (ra) lead and right ventricular (rv) lead. The ra lead is still in use. During replacement of the rv lead it was found to not be functioning, there was an apparent conductor fracture and the lead was capped. No patient complications have been reported as a result of this event.